Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, printed circuit board and power unit failure were observed. Lastly, no endoscopy image was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center is unable to power on. The event occurred during preparation for use and a similar device was utilized. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device did not power on and no image most likely due to a faulty power supply unit. The specific root cause of the faulty power supply unit could not be determined at this time. Additionally, rust was found on two substrates and the front panel unit; however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.